Manufacturer narrative:
The devices involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device in transit.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, it was noted that the sealing rings did not fill at onset as it took approximately one minute for the ipsilateral rings to appear. In response, the physician implanted a palmaz (non-endologix) stent. The lunderquist guidewire was lowered and the balloon was inflated with 5cc at two minutes, but nothing changed regarding the incomplete polymer fill. Balloon was deflated, then inflated again at two and a half minutes with 10cc, and this gave some slow inflation to the supporting ring. The guidewire was advanced again and a .018 nitrix wire was inserted through the crossover lumen. As this also did not resolve the filling problem, the balloon was inflated to 19cc and the stent graft was moved proximally in attempts to straighten out any kinks. The physician then elected to convert to a modular system. The balloon was deflated and the procedure was completed as normal with no apparent endoleaks and good femoral pulses. The delivery system is available for return/evaluation. Note: based on a similar event(s) with the same failure mode occurring within the last two (2) years that did cause or contribute to death or serious injury of the patient and/or user, the device to this event could have contributed to a death or serious injury, and therefore this event is reportable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. Endologix received one (1) alto delivery system for evaluation. There was blood residue present on the device, and the delivery system was still within the sheath. A 30ml syringe containing approximately 9ml cured polymer was also returned still attached to the delivery system polymer port. The sheath was removed during decontamination. A visual and limited functional analysis were performed. Upon visual inspection, there was a kink on the sheath 47mm distal to its end. There was also a 2mm wide by 1mm deep indentation on the end of the sheath proximal to the marker band. The remainder of the sheath appeared unremarkable. A 30ml syringe was filled with water and the integrated balloon was successfully inflated without issue. A 0.018" wire was inserted into the distal end of the polymer fill line where it interfaces with the blue tube on the graft and it was met with resistance, indicating polymer presence within the fill line. Presence of polymer was able to be visually verified inside the clear pvc polymer line on handle end of delivery system. There was a slight kink in the pvc polymer fill line just proximal to the uv bonded leur. The kink did not appear to fully occlude the lumen, yet this may have created resistance which would have increased the time to deliver the polymer. The delivery system handle halves were separated and inspected for any sign of defects or damage to the polymer fill line system, but none were found. Was able to verify presence of cured polymer within the polymer fill line contained under the handle halves. The remainder of the device appeared unremarkable. Based on the evaluation performed endologix cannot confirm the reported complaint. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d10 concomitant products. G3 awareness date . H6 investigation type codes; remove 4118. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.